Event description:
Caller alleges that the inform meter screen appears burnt. There are lines on the screen, and screen looks watery as if it had been smeared. No adverse event reported. Requested return of the suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.